Event description:
It was reported that (6) devices were used during a gastrectomy. It was reported by the affiliate that the tct75 instrument misfired on each device, with only half of the staples in each cartridge fired. The safety tab on all the trt75 reloads were present and correctly removed before inserting into the tct75 devices. There was no consequence to the pt.